Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. During the procedure, at about the twenty-five minute mark, there was low water level alarm and low water level in the cartridge. The cartridge was refilled with saline, and the system was back up and running. Another low water level message occurred with twenty mins remaining. The facility re-filled the cartridge several more times and then decided to abort the procedure. It was determined that there was a leak in the catheter. Prior to the procedure, an ultrasound was performed, it indicated 10cc of urine were present in the pt's bladder. Upon performing an ultrasound, at the end of the case, the pt's bladder contained over 500cc of saline. The facility suspects the cause to be the catheter leaking. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
Bladder filled with saline - the device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; results will be provided in a f/u medwatch report.